Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The serial number of the device is unknown; hence the date of manufacture is unknown. The date is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially called adc customer service on (B)(6) 2016 to report his freestyle lancing device would not fire. At the time of the initial call, customer denied receiving third-party medical intervention. Customer called again on (B)(6) 2016 to report a delivery issue involving his replacement fs lancing device. It was further reported that on (B)(6) 2016 because he had not yet received his replacement lancing device he went to his neighbor's house and used his neighbor's unspecified lancing device and meter to check his blood glucose. Customer noted he received an unspecified "high reading" and was given an unspecified "higher dose of insulin" by his neighbor. There was no report of death or permanent injury associated with this event.